Manufacturer narrative:
The fiber was received from the distributor and was manually coiled up in a poly bag without any labeling or protective tubing. A visual examination of the fiber confirmed that the tip was broken off. The fiber distal end was then evaluated under a microscope where it was noted that the fiber core was jagged and not conforming to length specifications. The jagged edges of the fiber tip indicated partial melting of the tip. The fiber was bent around the designated 1000 um test fixture and passed the mechanical bend radius test. The fiber was connected to a test laser where it displayed an unclear pilot beam and was fired at 20 watts for 48 pulses. The fiber was found to successfully transmit laser energy at a power transmission level that measured just below dornier power specifications due to the jagged fiber tip. The customer stated that the fiber tip broke off during a procedure. The fiber tip was retrieved causing no harm to the patient. The procedure was completed using another device. Since a fiber tip was present when the case started, this confirms that the fiber had a conforming tip prior to initial use and the tip was broken off during use. Analysis of the broken fiber tip likely indicates that the fiber tip had come in contact with a structure within the body which caused the fiber tip to break off. The successful use of the fiber prior to the tip breaking off and the presence of a pilot beam with successful laser energy transmission indicates that this fiber was fully intact and capable of function as intended. After review of the DHR for this product lot it was noted that all fibers were 100% tested and were verified to have conforming fiber tips.

Event description:
Fiber tip broke off during procedure. The fiber tip was retrieved and the bladder stone removal procedure was completed using another device. There was no harm to the patient.